Event description:
Same event as MFR report #: 6000093-2007-00612. It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed and a balloon rupture and vessel perforation occurred. The lesion being treated was located in a tortuous right coronary artery (rca). The physician was unable to deliver the taxus epress2 drug eluting stent to the lesion. When the stent delivery system as removed, it was noted that the end of the stent was flared. The physician then inserted the maverick2 monorail balloon to further predilate the lesion, however, the balloon ruptured and a vessel perforation was noted. (The total number of inflations and to what atms the balloon was inflated is unk). No actions were taken to treat the vessel as the "vessel seemed to seal on its own". No stent was implanted and the procedure was ended. No add'l pt injuries or complications were reported. Pt status is reported "fine".

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.